Event description:
It was reported that pump displayed cartridge messages stating new cartridge was needed while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer did not request additional help and no further assistance was provided.